Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 553 mg/dl at the time of incident. The customer's blood glucose was 225 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin did exit during fixed prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during testing. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.